Event description:
It was reported by service report that the fowler would not raise or lower. The customer could not determine whether there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: fowler.